Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the patient is dissatisfied with their post-operative visual outcome. Rayner has been advised that the healthcare facility plans to perform an additional surgery to explant and exchange the lens. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. There is insufficient evidence and information available to evaluate the post-operative refractive outcome. Rayner has requested additional information in an effort to conduct further investigations; however, to date, no new information has been received.

Event description:
On 23rd september 2024, rayner received notification from a healthcare facility in austria of an event that occurred following implantation fo a rayone galaxy rao605g. The event description provided states that the patient is disastisfied with their post-operative visual result and lens explantation is planned.